Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown baclofen via an implantable infusion pump for stroke and intractable spasticity at unknown concentration and dosage. It was reported that the hcp inquired about if a pump was locking up on a patient. The hcp stated they could not fill the patient's 40ml pump all the way. The hcp aspirated some of the drug and expected to remove 2.3ml but got back 2.5ml. The hcp then attempted to add drug but could not more than 3ml. The pump had 36.5ml of drug but could not be filled all the way to 40ml. There were no alarms. It was asked but unknown if the patient had previously had hyperbaric treatment, fallen, or dented the pump. It was advised to perform an x-ray to see if the pump was dented or if there were any issues with the pump.